Event description:
The customer reported that they obtained erroneously low patient results for cmp (complete metabolic panel) tests which includes sodium(na), total protein (tp), potassium (k), glucose (glu), creatinine (cre) chloride (cl), bicarbonate, calcium (ca), blood urea nitrogen (bun), bilirubin, aspartate aminotransferase (ast, alkaline phosphatase (alp), albumin (alb), and alanine transaminase (alt) on their dxc 700 au clinical chemistry analyzer. The customer did not provide patient data or demographics. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found malfunctioning degasser. The fse determined the cause of the failure was due to malfunctioning degasser. The fse replaced the degasser which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).